Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, the rest rate was displayed as 50 min-1 and was highlighted in yellow. When the parameters were printed out, the rest rate was displayed as 70 min-1 on the printout (above the basic rate, which was 50 min-1). The interrogation session was ended and a new one was started; the rest rate was again displayed as 50 min-1 and highlighted in yellow. Rest rate was then deactivated.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, the rest rate was displayed as 50 min-1 and was highlighted in yellow. When the parameters were printed out, the rest rate was displayed as 70 min-1 on the printout (above the basic rate, which was 50 min-1). The interrogation session was ended and a new one was started; the rest rate was again displayed as 50 min-1 and highlighted in yellow. Rest rate was then deactivated.